Event description:
An impella cp device was inserted via the left femoral artery in a 69-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), with a history of coronary artery disease and renal insufficiency. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. A large hematoma was noted in the left groin following impella cp implant. Two units of red blood cells were given. The patient survived to explant. Hematoma may be associated with access-site complications and the anticoagulation/purge requirements during impella support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details.